Manufacturer narrative:
(B)(4), additional expiration date; 02/04/2011, additional manufacture date: 01/04/2010. Device history record (DHR) review was conducted for the reported lot numbers of the disposable devices. No abnormalities were found related to the reported information. These lots were released meeting all qa specifications. Based on the information obtained to date, no direct correlation can be made between the reported event and the novasure system. According to the instructions for use (IFU) warnings: use caution not to perforate the uterine wall when sounding, dilating, or inserting the disposable device. If the disposable device is difficult to insert into the cervical canal, use clinical judgment to determine whether or not further dilation is required. The novasure system performs a cavity integrity assessment (cia) test to evaluate the integrity of the uterine cavity, and sounds an alarm warning of a possible perforation prior to treatment. If the device evaluation can be completed, a supplemental medwatch will be filed. (B)(4).

Event description:
Note: this report pertains to novasure disposable devices used in this procedure. See associated medwatch, manufacturer's report number 1222780-2010-00174. Following a laparoscopic tubal ligation, the physician attempted a novasure endometrial ablation. After sounding with the suresound and several unsuccessful cavity integrity assessment (cia) tests with two novasure disposable devices, the physician performed a hysteroscopy. A "good size" perforation was noted and the procedure was abandoned. The physician sutured the perforation site via the laparoscope and the pt was discharged home with prophylactic antibiotics. On (B)(6) 2010, the physician reported he saw the pt in his office during the week of (B)(6) 2010 and "she is doing fine". Prior to the attempted ablation, dilatation was performed (non hologic device). It is not known when this perforation occurred or what instrument may have been the cause.